Manufacturer narrative:
(B)(4). Baxter medical assessment: application sets with pinholes along the fluid path may have been microbiologically contaminated. After consideration for potential harms and worst-case scenarios, an adverse health consequence, even if remote, is expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the sample.

Manufacturer narrative:
(B)(4). Baxter cleveland completed the investigation. As the actual sample was lost in transit to cleveland for evaluation, only a photo of the sample was available for evaluation. Sample evaluation was completed. Functional testing was not possible. The poly pouch meets all physical requirements of the label copy specification. The perforations on the top of the poly bag are for opening and the c-punch vent holes are for sterilization. The complaint could not be confirmed. Batch record review was performed, and there were no deviations or defects that could be associated with the reported problem and all specifications for release were met. No trend identified. This complaint will be kept on record for trending purposes.

Event description:
Baxter product surveillance received a report regarding a leaking set. The reporter called and stated that the admin sets have holes in them. The reporter stated that it was noticed when the patient who was being infused noticed that there was solution on the floor. The reporter stated that the nurse noticed that the admin set had a hole in it, pulled another set and it also had a hole in it. There was no patient injury according to the reporter. No additional information was available.